Manufacturer narrative:
Additional information was received that there will be no next course of action at this time.

Event description:
A report was received that the patient was experiencing pain on its chest area and in the back near the midline incision site. The physician was not sure if it was stimulator related. The physician decided to do epidural injections to address the pain areas as next course of action.

Event description:
A report was received that the patient was experiencing pain on its chest area and in the back near the midline incision site. The physician was not sure if it was stimulator related. The physician decided to do epidural injections to address the pain areas as next course of action.